Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their implantable pulse generator (ipg), and right atrial (ra) and right ventricular (rv) leads appear to have migrated or become loose in the pocket. Follow-up was attempted but was not successful. No patient complications have been reported as a result of this event.